Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of going into a diabetic coma while wearing devise. Customer refused to clarify or answer questions regarding coma. Customer requested to be transferred. Customer's blood glucose levels were not reported.